Event description:
Information received regarding the explanted device notes that the patient developed pocket stimulation. When the pocket was opened to replace the pulse generator, the atrial lead was found to have been cut and leaking current into the pocket causing the stimulation.